Manufacturer narrative:
Intracranial hemorrhage and granuloma are included as possible complications in the instructions for use (IFU) for penumbra delivery microcatheters. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During its post-market surveillance activities on 06-mar-2023, penumbra inc. Became aware of a journal article titled, "non-ischemic cerebral enhancing lesions after thrombectomy: a multicentric retrospective french national registry" (forestier et al. 2022). In this retrospective review, non-ischemic cerebral enhancing lesions (nice) occurred in three patients from three different centers out of a total of 34,824 mechanical thrombectomy procedures which occurred between 2015 and 2020. Delayed onset of nice lesions is a rare complication following aneurysm embolization and is most likely related to granulomatous foreign body reactions to hydrophilic polymer emboli (hpe) caused by fragmentation of catheter coating. One patient underwent a mechanical thrombectomy procedure in the basilar artery involving a neuron max 6f 088 long sheath (neuron max), a velocity delivery microcatheter (velocity), a non-penumbra catheter (sofia plus), and a stent retriever (solitaire I). It was reported that a subarachnoid hemorrhage (sah) occurred during the procedure and was managed conservatively. Six weeks post-procedure, the patient developed confusion, asthenia, cognitive impairment, and cerebellar syndrome with ataxia. Lumbar puncture showed sterile meningitis, and an MRI was performed, demonstrating nice lesions in the vertebrobasilar territory. Oral corticosteroid therapy was initiated and continued for 1 month (1 mg/ kg/day), with progressive improvement over 3 months. At 6 months, the patient had persistent cognitive impairment concerning concentration and memory, associated with asthenia but no focal deficit (mrs 2). All enhancing lesions had resolved. However, the relationship between the nice lesions and use of the velocity was not specified.

Manufacturer narrative:
Please note that the following statement in section h. Box 10./11. Narrative/corrected data was inadvertently missed in the initial MFR report and is being included on this follow-up #01 MFR report: 3005168196-2023-00154. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. H3 other text : placeholder.